Event description:
On september 18th, the user contacted dario to report low blood glucose (bg) readings.the user reported receiving from her dario meter two bg readings of 44 mg/dl each compared to a bg reading of 160 mg/dl from the user's previous, non-dario, meter.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using strips that were not dario test strips. Dario's user guide states in the section test strip precautions: "only use dario test strips. Using other test strips with the dario glucose meter can produce inaccurate results". Following the above the user was instructed to test her bg using dario test strips. The user tested and received a bg reading of 99 mg/dl, which the user reported was similar to the reading that she received from the meter that her doctor had given her. In addition, the user stated that her bg reading was now in normal range for her. Since the user's bg reading issue was resolved when the user tested with dario test strips, therefore, it can be determined that there was misuse of strips. This complaint is not confirmed.